Event description:
The pump was returned for investigation. Investigation revealed unresponsive keypad buttons with contamination on the keypad contacts as well as a dim and discolored display screen. This report is made based on results of investigation completed on 06/19/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/19/2014 with the following findings: the keypad was torn over the down arrow. The up button had an intermittent response. Contamination was found underneath the up and contrast button contacts. Additionally, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).